Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated the issues seem to indicate interaction with the minute ventilation (mv) feature. The caller programmed off the mv feature and will discuss the issues with the patient's physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel. There was no pacing inhibition greater than two seconds. Additionally, there was noise and oversensing on the atrial channel which resulted in inappropriate atrial tachycardia response (atr) events. No adverse patient effects were reported.